Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error and open safety valve. The field service engineer replaced the expiratory channel printed circuit board (pcb) according to recommendations in the service manual, after which the ventilator worked as expected. No device logs were received. The returned expiratory channel pcb was installed in a reference system for simulated use testing. Test ventilation confirmed the reported issue. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb, that is part of the safety valve function.

Event description:
It was reported that the ventilator generated technical error codes indicating power error and open safety valve. There was no patient involvement. Manufacturer's ref.#: (B)(4).